Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged their ot ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 they obtained an inaccurate high result of ¿135mg/dl¿ with the subject meter and ¿124 mg/dl¿ on another device (ultralink) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. The patient manages her diabetes with an insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of ¿shaky and sweaty¿ 2 hours after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the correct unit of measure was used, and the correct sample site was used to obtain the result. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.